Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material on air/water cylinder, tube and auxiliary jet channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.